Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump, resulting in the pump shutting off. The customer's blood glucose (bg) level was 560 mg/dl. Customer delivered a correction bolus via the pump, administered a manual injection, and drank water to address bg. Customer reverted to an alternate method of insulin therapy.